Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will not be gathered as the reporter noted they could not provide additional information. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation to an unknown side. Device has been explanted.